Event description:
Device 1 of 2. Reference MFR. Report#1627487-2019-02357. It was reported the patient's leads had high impedance values on multiple lead contacts. As a result, surgical intervention was undertaken wherein the surgeon opted to explant and upgrade the entire system. Therapy was restored postoperatively thus resolving the issue.